Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, the tip of drill bit 1.7mm cannulated was broken off during the surgery. The physician decided to leave it in the patient. A back-up device was available and used it to tighten the screws and complete the procedure.